Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 140 to 160 mg/dl. Customer feels dizzy and lightheaded. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015; claims symptoms are due to another cause. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 114 mg/dl and 119 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 93 mg/dl, (B)(6) 2015, 12:47 pm, fasting: no; 2: 55 mg/dl, (B)(6) 2015, 03:37 pm, fasting: yes; 3: 118 mg/dl, (B)(6) 2015, 11:55 pm, fasting: yes; 4: 127 mg/dl, (B)(6) 2015, 01:41 pm, fasting: no; 5: 103 mg/dl, (B)(6) 2015, 03:02 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 140 to 160 mg/dl. Customer feels dizzy and lightheaded. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015; claims symptoms are due to another cause. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 114 mg/dl and 119 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).